Event description:
This is a report of a colleague infusion pump with a failure code 199:117. The reported condition occurred during upon power up. There was no patient involvement, injury or medical intervention. The software version is currently not known. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter investigation, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that had a 199:117 alarm was confirmed during product evaluation. The root cause of this condition was assigned to disconnection of the user interface module from the power during servicing of the pum. No repairs were made to the device. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.